Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level related to the reported issue. Reportedly, the customer either changed the infusion set or acknowledged the alarm and resumed insulin delivery in order to address the issue. System check could not be performed as the issues occurred in the past.